Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00224: plate 1; 3025141-2019-00225: plate 2; 3025141-2019-00227: plate 4.

Event description:
Article: outcomes of four-corner arthrodesesis using the hubcaptm circular plate. Khan, sameer k., ali, syed m., mckee, andrew, jones, jonathan w. M. Hand surgery, vol. 18, no. 2 (2013) 215-220. Case 3: signs of median nerve compression post op; surgically addressed.